Event description:
Patient with history of asymptomatic gross hematuria; in or for cystoscopy. Bladder normal;left retrograde pyelogram normal. Right upper pole calyceal infundibulum. Right proximal portion of ureter would not fill with contrast. Attempt to place a 5 french whistle-tip catheter was unsuccessful and repeat retrograde pyelogram with cone time showed extravasation to the submucosal ureter. Guidewire placement attempted but unsuccessful. Procedure terminated. Patient stable on discharge to recovery roomdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was destroyed/disposed of.